Manufacturer narrative:
The explanted device was returned for evaluation. The analysis of the returned lvad pump confirmed the report of suspected pump thrombosis. A tissue-like deposition was present in the proximal side of the outlet stator, partially occluding the blood flow path. The deposition lacked lamination and did not appear to have developed in this location; however, its specific origin could not be determined. The deposition showed darker areas of potential denaturing, and contact marks were noted on the outlet portion of the rotor and outlet bearing cup, indicating that the deposition was likely present for an undetermined amount of time during pump operation. The observed deposition would have potentially contributed to the elevated lactate dehydrogenase and caused increased drag on the spinning rotor, resulting in the reported pump power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 18 days. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the pump powers were progressively increasing, and one isolated low speed advisory alarm occurred on (B)(6) 2015. Additionally, the patient's lactate dehydrogenase level was increasing from the mid-200 u/l range to the mid-400 u/l range. The patient was fully anticoagulated on aspirin and coumadin. A review of the system controller log file by the manufacturer's technical services representative noted an increase in pump powers and a decrease in the pulsatility index over time, which may potentially be linked to the presence of thrombus. Post-implant the patient had received heparin bridging until the inr was 2. The patient had experienced intermittent low flow alarms that started the first night following the implant. The patient underwent a pump exchange on (B)(6) 2015.